Event description:
It was reported that a stent that was implanted, measured approximately 83 mm after it was implanted and should have been 120mm per the size on the package. A second stent had to be implanted in the sfa due to the foreshortening or size of the first stent.

Manufacturer narrative:
The sample has been returned; however, the evaluation has not been completed. Based on the information available to date, the results of the investigation are inconclusive and the root cause is unknown.